Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during an unknown time, the unit was not meshing clean, it needed to be sharpened. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d4, d9, e2, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit was out of calibration; the test mesh was passed; the device was calibrated and returned. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.